Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus europa se & co. Kg (oekg). Oekg inspected the subject device and found air leak at the elevator channel plug, cracks in the control section, scratches in the ultrasound transducer, and a disconnection of an acoustic wire. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection results, there is the possibility that the reported phenomenon was attributed to device damages due to physical stress of device handling.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the c cover at the distal end of the subject device was cracked, and that the ultrasound transducer surface of the subject device was damaged. There was no report of patient injury associated with this event.